Event description:
The customer reported that the device, 60-6085-201a, medium, uterine manipulator, was being used during a hysterectomy procedure on (B)(6) 2025 when it was reported, ¿v-care handpiece came apart in multiple pieces as they were removing the uterus. The removed all pieces and there was no patient harm.". The procedure was reported as having been completed as planned without an alternate device. There was no report of delay in the procedure. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of the returned used device 60-6085-201a found that the small cervical cup, the vaginal cone and the blue uterine balloon all broke off the v-care device. The visual examination was performed with the help of print. A root cause cannot be determined; however, based upon evaluation of the device, a possible cause of this event could be the use of excessive force during removal of the device from the patient. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding 53 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. A. Swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage b. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The reported device has been returned to conmed; however, the evaluation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, 60-6085-201a, medium, uterine manipulator, was being used during a hysterectomy procedure on (B)(6) 2025 when it was reported, ¿v-care handpiece came apart in multiple pieces as they were removing the uterus. The removed all pieces and there was no patient harm.". The procedure was reported as having been completed as planned without an alternate device. There was no report of delay in the procedure. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.